Event description:
The customer reported that the buttons on the insulin pump were difficult to press. Customer stated that this issue with the keypad began several months after receiving this insulin pump. The customer did not recall any significant events leading up to this issue. Exact blood glucose level at the time of the call was not provided, but the customer stated that it was above 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act and down button response due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip.